Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 - 50 mg/dl. Cause was not known. Customer drank juice to address bg. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a manual dose injection and a correction via the pump. Elevated and low bg caused headache. Recommendation was made to consult with a healthcare provider regarding diabetes management.